Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot# va15z0l, implanted: (B)(6) 2016-06, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider via the representative reported the patient's site became infected. There were no known environmental/external/patient factors that may have led or contributed to the event. No known diagnostics/troubleshooting were done. The patient was treated for the infection under physician supervision. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.